Event description:
It was reported that pump experienced malfunction alarm with no notable events occurring beforehand, and customer did not provide information about any impact to blood glucose level. There was no reported impact to the customer¿s blood glucose level. Technical support provided pump reset instructions, assisted customer in successfully resetting pump, confirmed malfunction did not recur, advised customer to continue using pump, and instructed customer to call back if malfunction occurred again.